Event description:
During a remote follow-up, increased pacing impedance was noted on the right ventricular (rv) lead. A lead fracture was suspected but was not confirmed. No intervention was performed. The patient was stable and will continue to be monitored.